Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose (bg) level eas elevated. Customer administered a correction insulin injectio and bg level lowered.